Event description:
Abbott trifecta heart valve malfunctioned and was the cause of my mom having to have a second operation that led to her death. When she went in for a diverticulitis scan it was that doctor that seen it wasn't working. The heart doctor never informed her of anything. The device had been on some type of list where dr's should have warned their patients. Unless the FDA failed to give this information.